Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4).

Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) was punctured during a procedure unrelated to the device, resulting in fluid loss. Additionally, the patient was unable to inflate the device. A surgical procedure was performed to remove and replace the reservoir. No patient complications were reported.